Event description:
A tiny particle of the nitinol stent was returned for analysis. Microscopic exam of the stent particle revealed no abnormalities that may have contributed to this incident. A stent is constructed from a single continuous length of wire, machine-knitted into a specific formation. Through out the mfg process there are 100% in-process checks to verify the integrity of the stent. The performance of the stent may have been compromised if the stent was placed in a stricture which was too narrow.

Event description:
It was reported that during a follow-up exam, a piece of the stent had migrated to the pt's lung necessitating the use of forceps to remove the piece of stent from the lung. The rest of the stent remains in the pt. The piece of stent from the lung is being returned for evaluation.